Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who was implanted for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported that they were electrocuted while talking on the phone when lightning struck their house. The patient stated that the lightning strike fried their television and modem. The patient noted that they had soreness in their arm and experienced a return of their urinary symptoms; the patient was peeing a lot again. The patient stated that that they had been using the stimulation therapy at the time of the strike and noted that they thought they were on program 2. The patient synced with the ins and noted that it stated that they were on program 4 with stimulation off. The patient stated that they believed the ins settings switched from program 2 to program 4, turned stimulation off, and reset the amplitude to 0.0 v as a result of the lighting strike. The patient was assisted with changing back to program 2, turning on stimulation, and increasing to 1.2 v. The patient was advised to have the system checked by a healthcare professional (hcp). No further complications were reported or were expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the healthcare professional (hcp) reported that the patient did not returned to the clinic on (B)(6) 2017 and they stated that they had been struck by lightning prior to the visit. It was reported that the patient¿s ins had shut off by a lightning strike. The device was turned back on on (B)(6) 2017. The patient returned to the clinic and stated the device was working fine. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the healthcare professional (hcp) reported that the patient did not return to their office for the issue. There were no further complications reported or anticipated.

Manufacturer narrative:
Due to (B)(4) harmonization, any previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient who said their implantable neurostimulator (ins) worked well in the beginning, but then feels like it also stopped working properly. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.